Event description:
It was reported a patient presented in the hospital for heart failure symptoms and fatigue. The device was interrogated and showed no capture on the right ventricular (rv) lead with high pacing impedance. The rv lead was capped and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.